Event description:
It is reported that the patient's insulin pump displayed excessive no delivery alarms. The patient's blood glucose level was over 340mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. No sound anomaly while bolusing noted. The device was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.